Event description:
Literature was reviewed regarding ¿cook zenith alpha endograft: a protocol to minimise limb graft occlusion¿. The time frame of this study was over a three year period. Multiple manufactures products were implanted. 118 patients were implanted with endurant stent grafts. The average aneurysm diameter was 57.9mm. The following adverse events occurred: occlusion no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿cook zenith alpha endograft: a protocol to minimise limb graft occlusion¿. Pini r et al european journal of vascular & endovascular surgery. Https://doi.org/10.1016/j.ejvs.2024.06.036. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to ed: surgical intervention was also performed to treat occlusions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.